Event description:
It was reported the device had a suspected bad microswitch. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
B5 was updated to reflect no patient involvement. Device evaluation: returned device was received with the enclosure dirty, missing all of the rubber feet. Water tank cover is cracked along all sides including the around the bolts. Pole clamp and main block is dirty. Line cord is old and worn. Contains old style pcb and drain fitting. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported the device had a suspected bad microswitch. Problem was found unit to do preventive maintenance. No patient involvement.